Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: investigation type, findings, and conclusions. A review of the DHR was conducted and found no indications of manufacturing issues. An inspection of the part shows thread damage. This event likely cannot be attributed to manufacturing or design related issues. The complaint is confirmed for closure top for the failure of deformation of the threads. The failure could possibly be attributed to torsional overload from overtightening, resulting in the thread deformation. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a pathfinder closure top inner hexagon stripped intra-op during final tightening but did not result in any patient harm and only caused a 10 minute procedural delay. Another closure top was used to finish the surgery.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a pathfinder closure top inner hexagon stripped intra-op during final tightening but did not result in any patient harm and only caused a 10 minute procedural delay. Another closure top was used to finish the surgery.